Manufacturer narrative:
(B)(4) - results: (stroke), (based on the info provided no root cause can be determined).

Event description:
An endeavor sprint rapid exchange drug eluting stent was successfully deployed in the proximal rca following predilation resulting in 0% stenosis. Ivus confirmed complete apposition of the stent to the vessel wall. On the same day as the stent implant the pt suffered an ischemic cerebral stroke. Pt was given a dose of radicut and heparin. The investigator reports that there was no causal relationship between the stroke event and the product or zotarolimus but there was a relationship with the procedure. Event was not reported to be life threatening and the pt is in remission.